Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2014. The pt was alone at the time of death. The pt's daughter reported that the pt was given the lifevest of (B)(6) 2014 and committed suicide on (B)(6) 2014 in the afternoon. The pt received one inappropriate treatment at 10:59:45 in (B)(6) 2014 while unconscious. Over-sensing small cardiac signal contributed to the false detection. A review of the downloaded data confirms the response buttons were not pressed during the entire event.

Manufacturer narrative:
Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, both the monitor and the electrode belt were found to be sully functional and able to detect and treat a pt.